Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, the white (drvn gnd) and yellow (pgnd) wires inside the trunk cable were severed. The cause of the test failure is the severed wires. The root cause for the severed cables was excessive force. No adverse event resulted from the severed cables.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.